Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 1 and 4 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported failure to adhere could not be determined. Inspection of the download data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data indicated that the rotational sensor assembly did not function as intended during operation. During the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. The rotational sensor abnormalities were replicated during pod rerun. Inspection of the drive mechanism components found the commutator cap to be contaminated and damaged. The contamination on the commutator cap resulted in the rotational sensor malfunction and failure of the needle mechanism to deploy by the end of second prime. It could not be conclusively determined if the damage on the commutator cap also contributed to the rotational sensor malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.